Manufacturer narrative:
The subject device was returned to olympus repair center. The repair evaluation confirmed the customer¿s reported problem as the power went off. The power problem was isolated to a defective (g1) board failure. A visual inspection was performed, and no abnormalities were observed. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The device has not had any previous repair history. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported device failure. Based on the repair inspection the cause of the customer¿s reported power problem was due to a g1 board failure; however, the cause of the failed g1 board cannot be conclusively determined. In general, the customer is required to inspect the device for defects, check the function of all devices and have an alternate equipment prior to use.

Event description:
Olympus (omsc) was informed via repair request that the customer high-definition liquid crystal display monitor ¿power supply was cut off¿. The customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.